Event description:
Medtronic received the following information obtained from the journal article entitled; serious cardiac compression after ruptured thoraco-abdominal aortic aneurysm and endovascular repair. Clarence pingpoh, nawras diab, bartek rylski, mattthias siepe (interactive cardiovascular and thoracic surgery 24 (2017) 313-314). Two valiant stent grafts were implanted in the patient for endovascular treatment of a ruptured thoraco-abdominal aortic aneurysm with heavily intramural haematoma located directly behind the heart with the beginning signs of compression. The descending thoracic aorta was measured to have a diameter of 9 cm. The aneurysm extended from the subclavian artery to the coeliac trunk. It was reported that the stent graft was successfully implanted and the patient was transferred to ICU for further monitoring. While in the ICU, the patient showed persistent haemodynamic instability despite pharmacological support. In the resulting CT scan, a type iii separation endoleak as well as a gigantic retrocardial aneurysm sack were observed. The following transoesophageal echocardiography showed that the left atrium was completely compressed by the aneurysm sac, leading to an acute pericardial tamponade. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.